Event description:
It was reported that an exactamix 500 ml eva tpn bag leaked at the administration port during setup. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device and two (2) photo samples were received for evaluation. A visual inspection of the photo samples was performed, and leakage from the administration spike port bonding area was observed. Visual inspection of the actual device did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed on the actual device, and a leak from the administration spike port bonding area was observed. The reported condition was verified. The cause of the condition could not be determined; however, the direct cause was most likely due to incorrect bonding from inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.